Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the none tortuous and none calcified iliac vein. A 16-6/5.8/75mm xxl balloon catheter was advanced for dilation. However, during the second inflation at 5 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications nor injuries were reported. A visual and microscopic examination was performed on the returned xxl balloon catheter. The device was returned still within a 7fr sheath. The balloon was unfolded which indicates that the balloon had been subjected to positive pressure. Solidified blood was noted on the outside of the bunched up balloon material. A significant amount of blood was noted within the balloon material which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was seen escaping from a pinhole leak in the balloon material approximately 63mm distal to the proximal markerband. A microscopic examination identified no issues with the balloon material that could have contributed to the damage identified. Due to the condition of the returned balloon material it was not possible to retract the balloon through the 7fr sheath. No issues were noted along the length of the device that could have contributed to the complaint incident. A visual and microscopic examination identified no damage or any issues with the markerbands or tip of the device that could have contributed to the complaint incident. No other issues were identified during the product analysis.